Event description:
A too low na-value was measured on an abl735 blood gas analyzer. No alarm was issued. The low na value may have been caused by a defective reference electrode. Allegedly 4 or 5 patients were inappropriately treated for too low na values in the bloodstream. No serious injury or death has been reported as a consequence of these treatments.

Manufacturer narrative:
The hospital alleges the reference membrane is drifting after 4 or 5 days. Additional tests are undertaken.